Manufacturer narrative:
Correction: the serial number for the reported device has been updated. Serial #: (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/21/2017 with the following findings: during investigation, the transmitter was paired with a test pump correctly. Blood glucose values were set twice within 2 hours and both values were entered successfully. The pump and transmitter were exercised for 24 hours and the devices performed within specifications. The transmitter was found to perform within specification. The original complaint of a cs 206 call service issue was not duplicated during investigation. There was no defect found.